Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. Attempts to contact the customer to get additional information are on-going. Based on the results of (B)(4) , it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela (B)(4) that her swing breast pump injured her and her breast became swollen and red because of use. The customer further alleged that she developed mastitis and visited her physician last month for care and antibiotics.

Manufacturer narrative:
The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The device was returned with the customer's parts and accessories and was evaluated on 04/06/2018. The device passed suction and cycle specifications. Refer to attached evaluation. [(B)(4)].